Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a whipple procedure, there was poor staple formation, some staples remained in u-shape while dissecting the antrum. The surgeon had to over sew/hand sew to fix the staple line. There was no patient injury.